Event description:
It was reported that, "wear was evident on xray, revised. Pt was experiencing groin pain."

Manufacturer narrative:
Summary of eval: it was reported that the pt had poly wear of the liner and was experiencing groin pain. The reported devices were not returned for eval. No medical records and x-rays were available. The results of the investigation indicate that this event may be associated with clinical factors as indicated in the IFU. Poly wear of the liner is expected, especially after it has been implanted in vivo for approx 21 years. The reason of pt groin pain cannot be determined with the limited info provided. If add'l info becomes available then it will be submitted in a supplemental report.